Event description:
Additional information received indicated the patient received a new mtx and was paired successfully. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The patient presented in-clinic for a device interrogation which did not resolve the ble issue. It was later confirmed that the patient has another medical device that utilizes their phone's ble with priority. A new mobile transmitter (mtx) was ordered for the patient as result. There were no patient consequences reported.